Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion seal, clogged battery compartment with liquid, and scratched lens. There was no evidence to review in the device's event history log. A functional test was not performed as the device could not be tested due to condition of the device. The reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the device was scrapped. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump did not conform following preventive maintenance. The device evaluation revealed a detached downstream occlusion seal. There was no patient involvement, no patient injury was reported.